Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 6 months prior to the new implant, patient had a shocking sensation going down their leg, and patient was not sure if it was due to using ab roller. Patient stated that they had since had the ins replaced. Patient also reported that a couple years ago prior to the implant, there was shocking from the waist down, and patient was not sure if it was due to a security magnet close at their cashier area. Patient said their doctor wrote a note to the patient's employer. Patient had no allegations against the new implant. Patient also asked about compatibility with the ab roller/magnets/ security devices and the patient services specialist (pss) reviewed excessive bending, twisting, stretching. No further patient complications were reported/ anticipated as a result of this event.